Event description:
Patient was treated with a gore tag thoracic endoprosthesis intentionally covering the left subclavian artery. During balloon advancement, the catheter tip caught on distal end of the tag device moving it proximally and unintentionally covering the left carotid artery. An unknown stent graft was placed in the lca to the tip of the tag device. Patient has tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.